Event description:
It was reported that a shaft break was occurred. Patient's anatomy was tortuous. The physician was advancing a 3.00x24mm promus element plus stent through an unspecified guide catheter into the artery and the shaft of the stent delivery system broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified a break in the hypotube shaft at approximately 250 mm from the catheter strain relief. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break was occurred. Patient's anatomy was tortuous. The physician was advancing a 3.00x24mm promus element¿ plus stent through an unspecified guide catheter into the artery and the shaft of the stent delivery system broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).